Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-08831. It was reported that guidewire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 1.50mm rotalink¿ plus and a 325cm rotawire was selected to treat the target lesion. When the rotational speed was increased to 200,000rpm during platforming outside the patient, it was noted that the rotawire was torn. The procedure was completed with another of the same rotaburr. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: the burr unit and the advancer unit were returned to site connected together. A visual examination of the complaint unit was carried out. The handshake connection was inspected and a tug test was performed and no damage was noted. The burr was microscopically examined and the annulus was damaged/blocked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2015-08831. It was reported that guidewire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 1.50mm rotalink plus and a 325cm rotawire was selected to treat the target lesion. When the rotational speed was increased to 200,000rpm during platforming outside the patient, it was noted that the rotawire was torn. The procedure was completed with another of the same rotaburr. No patient complications were reported and the patient status was good.